Event description:
Revision due to bone fracture. This event is reported to have occurred during physical therapy.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.